Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was determined to be depleting prematurely according to the analysis of a memory disk.